Manufacturer narrative:
The complaint sample has been returned for investigation and is currently in process. A follow up report will be submitted upon the closure of the investigation.

Event description:
Customer reported PICC inserted in the am and needed to be replaced in the pm of the same day due to leaking at the hub. Infant didn't receive all of the ifv and was no without access. This was the a replacement PICC. A piv was placed. Sample returning.